Manufacturer narrative:
H6: investigation summary it was reported blood spills over the walls of the plunger. To aid in the investigation, one video and one photo was provided for evaluation by our quality team. The video shows a syringe filled with a red substance that appears to be blood. When the syringe is placed upside down, the red substance flows past the stopper. The barrel and plunger rod show residues of the red substance as well. The photo provided shows the same red substance. There are residues of the substance on the plunger rod and barrel past the stopper. No other defects or imperfections were observed. A device history record review was completed for provided material number (B)(4), lot 1307901. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo and video sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. H3 other text : see h10.

Event description:
It was reported that blood leaked past the bd luer-lok¿ tip syringe plunger/stopper during use. The following information was provided by the initial reporter, translated from spanish: "a 60ml syringe of batch: (B)(4) and expiration date (B)(6) 2023, which is used to collect blood from a patient, at the time of collection the person who takes the sample informs that there are inconveniences in the plunger of it jeringa and the blood spills over the walls"

Event description:
It was reported that blood leaked past the bd luer-lok¿ tip syringe plunger/stopper during use. The following information was provided by the initial reporter, translated from spanish: "a 60ml syringe of batch: 1307901 and expiration date 10/31/2023, which is used to collect blood from a patient, at the time of collection the person who takes the sample informs that there are inconveniences in the plunger of it jeringa and the blood spills over the walls".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.